Event description:
It was reported that the patient experienced an infection at the deep brain stimulation (dbs) system site. The patient underwent a procedure where the entire dbs system was removed. Additional information has not been provided despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the explant date of when the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: (B)(6). Product family: dbs-lead fixation, upn: m365db46000, model: db-4600, batch: 27414944.